Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob not provided. Date of event: unknown. Patient underwent surgery in the spring of 2015 (exact date unknown) unknown if synthes devices were implanted. (B)(4). Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 07 april 2015. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a sales consultant that a patient underwent surgery in the spring of 2015 (exact date unknown), for a distal radius metaphyseal/diaphyseal fracture. It was unknown if synthes devices were implanted. The patient underwent a second surgery in (B)(6) 2015 (exact date unknown), for a nonunion. The sales consultant did not have any specific details regarding the second surgery. On (B)(6) 2016, the patient underwent revision surgery to remove a broken synthes plate as a result of a nonunion. The plate had broken into two pieces at a screw hole. A synthes plate and several screws were explanted at that time. The sales consultant reported that a dia-meta plate was implanted. No delay in surgery was reported. The out come of the surgery was successful. This complaint involves one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Retract last statement: the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.